Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and thin leaflets. A mitraclip xtw was inserted, and grasping was performed. However, difficulties capturing the leaflets occurred and a perforation on the anterior leaflet was observed. Therefore, the clip was removed from the patient and the procedure was discontinued. No clips were implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history no other complaints reported from this lot. The investigation determined the reported positioning failure of inability to capture the leaflets and tissue injury appears to be related to patient morphology/pathology due to thin and degenerative leaflets. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling. H6: codes removed: medical device problem code: 2993.